Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire and an introducer needle. The guide wire was unraveled at the distal end with a kink in the core wire at 0.4 cm from the proximal end of the coils, where the solid wire portion ends. The distal weld, approximately 5 cm of core wire and an undetermined amount of coil wire were missing from the distal end. The returned needle cannula was blocked with dried blood residue. After removing the residue, a guide wire from inventory was passed through without resistance. A review of manufacturing records did not yield any relevant findings. Based on the characteristics of the damage to the wire, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that in the recovery room the guide wire unraveled when it was removed from the patient. As a result, both the needle and guide wire were together removed from the patient's right cubital. However, it was not replaced as the procedure was complete. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).